Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture and sensing, and there was no pacing or sensing in the unipolar configuration. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.